Event description:
The pt was implanted with a left ventricular assist device. A pump exchange was reported via a device tracking form. The reason for exchange was noted as a clot.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.